Event description:
During the procedure, the scrub nurse placed a kittner (peanut) dissector on a clamp and handed the instrument to the physician. The physician placed the clamp in the chest and immediately saw a piece of small (less than 2mm) blue, radiopaque material fall into the wound. The end user suspects this material originated from the dissector. The blue material was removed easily. The peanuts were removed from the sterile field and a new package was opened onto the sterile field.

Manufacturer narrative:
Root cause: this has been determined to be a vendor issue. A supplier corrective action report (scar) was issued to the manufacturer, (B)(4). In its response, (B)(4) indicated some workers cut the blue x-ray filament longer than necessary. Therefore, when rolling the x-ray filament into the sponge, the end of the filament is exposed. When packaging workers notice the exposed filament, they cut the filament off, but the debris may attach to the sponge. Corrective action: in its scar response, (B)(4) indicated it would retrain workshop employees on the product sop and quality standard, enhancing their awareness to operate in a standard way to prevent occurrence of nonconforming products and ensure the products manufactured are qualified. All nonconforming products found during the packaging process will be scrapped to prevent cut debris attaching to product. Investigation summary an internal complaint (call (B)(4)) was received indicating that while a peanut dissector (part number 30-106, lot 44108005) was in use, a small blue material -- suspected to be the radiopaque material from the sponge -- fell into the wound. The material was removed from the patient. In the initial report, the end user indicated a defective sample was available for return. However, due to the contamination of the sample, it was not returned for evaluation. Unused product was returned and evaluated. Work in process reports for the lot number reported show that 7 peanut sponges were found to be defective and the defective raw materials were replaced. Quality control personnel inspected inventory of the lot reported, and no issues were identified during this sampling. A total of 630 packs were inspected out of the (B)(4) packs from the lot reported. The raw material dissector is supplied to deroyal by (B)(4). Therefore, a scar has been issued to (B)(4) and a response is due october 6, 2017. As of the date of this report, a response has not been received. From march 25, 2015, to september 14, 2017, a total of (B)(4) packs of the reported part have been sold. A total of 105 packs of 30-106 have been reported to have similar issues during this period of time. The sales-to-complaint ratio is (B)(4) percent. Preventive action: (B)(4) has stated in its scar response that photos of nonconforming product were placed in conspicuous areas of the workshop so workers can compare and correctly identify suspicious products. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Manufacturer narrative:
Investigation summary: an internal complaint ((B)(4)) was received indicating that while a peanut dissector (part number 30-106, lot 44108005) was in use, a small blue material -- suspected to be the radiopaque material from the sponge -- fell into the wound. The material was removed from the patient. In the initial report, the end user indicated a sample was available for return. However, due to the contamination of the sample, it was not returned for evaluation. Work in process reports for the lot number reported show that 7 peanut sponges were found to be defective and the defective raw materials were replaced. Quality control personnel inspected inventory of the lot reported, and no issues were identified during this sampling. A total of 630 packs were inspected out of the 30,900 packs from the lot reported. The raw material dissector is supplied to deroyal by (B)(4). Therefore, a scar has been issued to (B)(4) and a response is due october 6, 2017. As of the date of this report, a response has not been received. (B)(4). The investigation is ongoing at this time. When new and critical information becomes available, this report will be updated.

Event description:
During the procedure, the scrub nurse placed a kittner (peanut) dissector on a clamp and handed the instrument to the physician. The physician placed the clamp in the chest and immediately saw a piece of small (less than 2 mm) blue, radiopaque material fall into the wound. The end user suspects this material originated from the dissector. The blue material was removed easily. The peanuts were removed from the sterile field and a new package was opened onto the sterile field.